Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent the planned revision procedure. While the chronic transvenous lead was explanted, the physician elected to leave the s-ICD system implanted and in use. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for follow-up two weeks post implant. Review of the device pocket found the wound was opening as a likely result of inadequate suturing. The patient was hospitalized and treated with antibiotics while the wound is assessed for infection. No additional adverse patient effects were reported. Additional information was received indicating infection was confirmed as it was noted the patient had developed a vegetative growth on their concomitant transvenous system that had spread to the s-ICD system. The patient was transferred to an alternate facility for explant of both systems. No further information is available at this time.